Event description:
The user stated: he injected himself yesterday morning & the needle detached in his body. He stated he went to the ER & the needle was found via imaging; referred to surgeon. Surgeon unable to remove needle. He has an alternative way of administering his inulin.

Manufacturer narrative:
We are awaiting the return of the product and a questionnaire sent to the pt in order to gather more details about the event.